Event description:
This complaint is reportable based on the analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure the stent delivery system (sds) would not cross the lesion. Access was obtained via the femoral artery. The concentric and 90% stenosed target lesion being treated was located in the moderately tortuous left anterior descending (lad) artery. There was a significant bend in the lesion greater than 45° and less than 90°. Pre-dilation was not performed. A 2.50x24mm liberte sds was advanced and was unable to cross the tortuousity of the iliac artery. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed stent damage and stent detachment. It was further reported that the stent detachment occurring during inflation of the sds resulting in premature deployment of the stent.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: examination of the returned device revealed that the stent had detached from the balloon. There was blood and contrast in the guide wire lumen. Microscopic inspection confirmed the presence of stent strut impressions on the balloon, confirming that the stent was appropriately positioned and crimped during manufacturing. The balloon was tightly folded which is consistent of having no positive pressure applied. There were multiple stent struts bent throughout the length of the stent. There was distal tip damage. The magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty and premature stent deployment or the stent detachment and damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).